Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The two delivery systems were returned inserted through the loaders. The returned delivery systems were visually inspected for abnormalities. The first delivery system had a radial and longitudinal burst and no pieces missing. Also, a balloon shaft bend due to returned packaging. The second delivery system had a radial burst and no pieces missing. Also, a bend in balloon shaft due to return packaging. Patient imagery was provided and showed calcification present in the patient vessels. Per information received, the patient had severely calcified vessels/annulus. No relevant functional testing could be performed due to the condition of the returned devices (burst balloon). The complaint was confirmed through visual inspection. Balloon single wall thickness was measured along the burst of both balloons. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, and a thin wall could contribute to the observed burst. All measurements met specification. No instructions for use (IFU) and training manual deficiencies were identified. During manufacturing process, the delivery system and balloon were visually inspected and tested throughout the product verification process. These inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. Based on visual inspection of the returned devices, the complaints were confirmed for ¿balloon burst¿. Review of manufacturing mitigations and device dimensional testing revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training materials revealed no deficiencies. Per information provided by the complaint site, the patient had severely calcified vessels/annulus. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicate that they are typically caused by interaction with calcification in the annulus. The technical summary contains additional details related to root cause analysis on balloon bursts in a calcified annulus. Available information therefore suggests that patient factors likely contributed to the complaint events. No visual abnormalities were observed on the returned samples, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. The technical summary is applicable to this complaint because calcification was present in the annulus and could have caused the balloon to burst. The complaints for ¿balloon burst¿ were confirmed. No manufacturing non-conformities were found in the returned samples. Available information indicates that patient factors (calcification) may have contributed to the event. Since the occurrence rate does not exceed the respective monthly control limits for the trend category, no corrective or preventative action is required.

Manufacturer narrative:
(B)(4). The devices were returned for evaluation. Investigation is underway.

Event description:
As reported by a field clinical specialist, upon valve deployment with a 26mm commander delivery system, the balloon ruptured. The delivery system was removed without harm to the patient and a new delivery system was inserted. A post dilation was performed with a second commander delivery system and the balloon ruptured. However, the valve was expanded and was in good position with no risk of embolization. There was trace pvl. The devices were removed without harm to the patient. The patient is stable. Per report, there was calcium protruding in the annulus that most-likely contributed to the balloon ruptures.

Manufacturer narrative:
The two delivery systems were returned inserted through the loaders. The returned delivery systems were visually inspected for abnormalities. The first delivery system had a radial and longitudinal burst and no pieces missing. Also, a balloon shaft bend due to returned packaging. The second delivery system had a radial burst and no pieces missing. Also, a bend in balloon shaft due to return packaging. Patient imagery was provided and showed calcification present in the patient vessels. Per information received, the patient had severely calcified vessels/annulus. No relevant functional testing could be performed due to the condition of the returned devices (burst balloon). The complaint was confirmed through visual inspection. Balloon single wall thickness was measured along the burst of both balloons. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, and a thin wall could contribute to the observed burst. All measurements met specification. No instructions for use (IFU) and training manual deficiencies were identified. During manufacturing process, the delivery system and balloon were visually inspected and tested throughout the product verification process. These inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. Based on visual inspection of the returned devices, the complaints were confirmed for ¿balloon burst¿. Review of manufacturing mitigations and device dimensional testing revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training materials revealed no deficiencies. Per information provided by the complaint site, the patient had severely calcified vessels/annulus. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicate that they are typically caused by interaction with calcification in the annulus. The technical summary contains additional details related to root cause analysis on balloon bursts in a calcified annulus. Available information therefore suggests that patient factors likely contributed to the complaint events. No visual abnormalities were observed on the returned samples, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. The technical summary is applicable to this complaint because calcification was present in the annulus and could have caused the balloon to burst. The complaints for ¿balloon burst¿ were confirmed. No manufacturing non-conformities were found in the returned samples. Available information indicates that patient factors (calcification) may have contributed to the event. Since the occurrence rate does not exceed the respective monthly control limits for the trend category, no corrective or preventative action is required.